Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited several pauses via remote transmissions. The device did not sense r-wave when the patient stood up because the device got pulled down by her large breast size. Low sensing was observed when the patient was lying. The physician did not allege malfunction on the device, but the placement of the device location as the incision was too low. The device was explanted and replaced. The patient was normal before, during, and after the procedure.